Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent fractured. There were no patient complications reported and the patient's status was stable.